Event description:
Bayer case number: (B)(4) medical device removal [medical device removal], tiredness [tiredness] , drop in morale [low mood] , thyroid disorder [thyroid disorder] , asthenia [asthenia] , adenomyosis [adenomyosis] , endometriosis [endometriosis] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of autoimmune hypothyroidism, parity 2, multigravida and overweight. Previously administered products included: optimizette. The patient had a family history of breast cancer (mother). The only concomitant product mentioned was l thyroxine (levothyroxine sodium). On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced fatigue ("tiredness"), depressed mood (" drop in morale "), thyroid disorder ("thyroid disorder"), asthenia ("asthenia"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the asthenia had not resolved. The outcomes for medical device removal, fatigue, depressed mood, thyroid disorder, adenomyosis and endometriosis were unknown. The reporter considered adenomyosis, asthenia, depressed mood, endometriosis, fatigue, medical device removal and thyroid disorder to be related to essure administration. The reporter commented: insertion details: 3 visible coils on the left side 1 visible coil on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.017 kg/sqm. [Full blood count] on (B)(6) 2019: high level of hemoglobin and vitamin d [hair metal test] on (B)(6) 2025: exposure to barium and lanthanum be monitored ¿ alarming exposure with tin, strontium and cerium ¿ nickel poisoning [magnetic resonance imaging] in 2025: no remaining part of essure found. [Ultrasound scan] in 2025: no remaining part of essure found [x-ray] in 2025: no remaining part of essure found. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal] , tiredness [tiredness] , drop in morale [low mood], thyroid disorder [thyroid disorder] , asthenia [asthenia] , adenomyosis [adenomyosis] , endometriosis [endometriosis] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of autoimmune hypothyroidism, parity 2, multigravida and overweight. Previously administered products included: optimizette. The patient had a family history of breast cancer (mother). The only concomitant product mentioned was l thyroxine (levothyroxine sodium). On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she experienced fatigue ("tiredness"), depressed mood ("drop in morale"), thyroid disorder ("thyroid disorder"), asthenia ("asthenia"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the asthenia had not resolved. The outcomes for medical device removal, fatigue, depressed mood, thyroid disorder, adenomyosis and endometriosis were unknown. The reporter considered adenomyosis, asthenia, depressed mood, endometriosis, fatigue, medical device removal and thyroid disorder to be related to essure administration. The reporter commented: insertion details: 3 visible coils on the left side 1 visible coil on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.017 kg/sqm. [Full blood count] on (B)(6) 2019: high level of hemoglobin and vitamin d [hair metal test] on (B)(6) 2025: exposure to barium and lanthanum be monitored ¿ alarming exposure with tin, strontium and cerium ¿ nickel poisoning [magnetic resonance imaging] in 2025: no remaining part of essure found. [Ultrasound scan] in 2025: no remaining part of essure found [x-ray] in 2025: no remaining part of essure found. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-apr-2026: upon receipt of follow up information it was noted that argus cases are found to be duplicate of each other (B)(4) therefore argus case (B)(4) needs to be nullified from argus database. All events, references, & all relevant information has been transferred to retention case. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal], tiredness [tiredness], drop in morale [low mood], thyroid disorder [thyroid disorder], asthenia [asthenia], adenomyosis [adenomyosis], endometriosis [endometriosis]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of autoimmune hypothyroidism, parity 2, multigravida and overweight. Previously administered products included: optimizette. The patient had a family history of breast cancer (mother). The only concomitant product mentioned was l thyroxine (levothyroxine sodium). On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she experienced fatigue ("tiredness"), depressed mood (" drop in morale "), thyroid disorder ("thyroid disorder"), asthenia ("asthenia"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the asthenia had not resolved. The outcomes for medical device removal, fatigue, depressed mood, thyroid disorder, adenomyosis and endometriosis were unknown. The reporter considered adenomyosis, asthenia, depressed mood, endometriosis, fatigue, medical device removal and thyroid disorder to be related to essure administration. The reporter commented: insertion details: 3 visible coils on the left side. 1 visible coil on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.017 kg/sqm. [Full blood count] on (B)(6) 2019: high level of hemoglobin and vitamin d. [Hair metal test] on (B)(6) 2025: exposure to barium and lanthanum be monitored ¿ alarming exposure with tin, strontium and cerium ¿ nickel poisoning. [Magnetic resonance imaging] in 2025: no remaining part of essure found. [Ultrasound scan] in 2025: no remaining part of essure found. [X-ray] in 2025: no remaining part of essure found. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-apr-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.